Event description:
It was reported that revision surgery was performed due to elevated chromium levels and perceived numbness in the patient's feet. The patient fell after initial surgery, but no acetabular cup movement was noted. The surgeon commented that the patient has back problems and the numb feet could be from the back. The doctor removed the devices and the symptoms have not disappeared.